Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 500 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with trouble shooting and found that the customer had issues with the set tape sticking to the serter. The customer had issues with bent cannulas because of the problem. The customer was educated on proper site insertion and the issue was resolved. The customer did not return the product back for analysis.